Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was exhibiting intermittent loss of ventricular capture in the lv and rv. The patient presented remotely via a merlin.net transmission. No patient symptoms were reported. Review of the transmission noted non-sustained rv oversensing episodes, which appeared to be caused by loss of bi-ventricular capture that was occurring intermittently. It was suggested bringing the patient into clinic for lead evaluation but noted that it may be due to medication or patient's health. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the patient presented in-clinic (B)(6) 2016 complaining of lethargy/fatigue. There was no capture on the lv lead and the lv egm showed it was sensing the af from the atrium. The patient was sent for an x-ray, which showed the lead was dislodged. The patient was brought to the operating room for a lv lead revision. The lv lead was explanted and replaced. Patient was stable post procedure.